Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that " the sutures in the right eye had come loose." Please confirm the quantity of devices involved in the reported event. Lot number? Did the suture break post-op? Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Provide the source or name and title of external person providing answers to follow-up. Please confirm if the devices are available for product return. If yes, confirm the quantity of devices available to be returned and perform and document the follow up attempt for product return. Additional information was requested, and the following was obtained: the patient is an 8 year old miniature dachshund who had bilateral cataract surgery performed on the (B)(6) 2024 with the use of an operating microscope, by one of our senior surgeons. The surgeon is very experienced with the use of the microscope and the procedure performed, but has not ruled out human factor as they performed both the initial and revision procedures. They routinely use vicryl 9-0 for this procedure. The initial surgery was performed using a single incision at the corneal limbus, closed using a simple continuous pattern with the product below. After 30 minutes in recovery, one of my vets performed an eye examination and noted that the sutures in the right eye had come loose resulting in an aqueous leak and poor apposition of the incision edges. The patient underwent revision surgery to close the incision, and a simple interrupted pattern was used. The suture was from the same product lot. The patient has been hospitalised in our intermediate care ward where there is constant monitoring for patients. He has been receiving anti-anxiety medications to keep him stress-free. He can be a bit barky but has not been overly active and has not been observed rubbing his face at all. He has had a buster collar in place at all times since surgery. This morning on examination it was noted that the continuous suture in the left eye had come loose resulting in an aqueous leak, and the interrupted sutures in the right eye are missing. The right eye is not currently leaking, however revision surgery will be performed today by another of our senior surgeons and using an alternative product. Unfortunately we do not have any of the suture material from the surgeries as they have been disposed of into sharps waste. I do still have unused suture from the same lot and will remove that from circulation.

Event description:
It was reported that a canine underwent a bilateral cataract surgery on (B)(6) 2024 and suture was used. Post-op, the suture had come loose. Additional information was requested.